Event description:
According to the pt's mother, the up and down arrow buttons are sticking and they require multiple presses for the pump to respond. The up and down arrow symbols are reportedly almost worn off. The reporter claimed the pump has not been exposed to moisture.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.